Event description:
It was reported to philips that the c-arm would move both laterally and longitudinally, when only commanded to move laterally. The device was in clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in cardiac procedure when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry module was faulty. Upon functional testing the fse found that the gantry directional controller panel was defective. The fse, replaced the geometry module and tested the system. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario was not likely to cause or contribute to death or serious injury if it were to recur. Since the gantry movements were horizontal and longitudinal as well as there was no impact to the patient. Based on the new information, this complaint was evaluated as not reportable. The codes were updated based on the investigation outcome.